Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to the sample being unavailable. A sample evaluation was not performed due to the sample being unavailable. A batch review was not performed due to the unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts) the patient's nurse stated the line was leaking during a fill cycle, while refilling the heater. Gts helped the nurse end therapy. No injury or medical intervention was reported.